Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the pump history did not indicate that insulin was delivered on (B)(6) 2013. The patient reportedly experienced a blood glucose (bg) value of 403mg/dl with no symptoms. Customer support (cs) reviewed the pump history with the patient and noted no insulin deliveries were recorded on (B)(6) 2013; the patient stated that she was certain that she had bolused from the pump that day since her carbohydrate intake was high when she away on a trip. There were boluses and basal deliveries indicated on (B)(6) 2013. There were no issues noted with the time and date. The patient denied moisture or damage to the pump. There was no reported adverse event associated with this complaint. The reported bg value does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/03/2013 with the following findings: there were no alarms or errors related to the complaint found in the alarm history, only typical usage was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values prior to the event date. The basal history and the black box data revealed evidence that the time and date were manually set; causing the tdd history to appear to be inaccurate on the event date of (B)(6) 2013. The pump successfully passed a 29 hour flow accuracy test. No alarms occurred during testing. The pump was found to be operating within required specifications and delivering accurately. The reported complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.